Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) implanted on november 5, 2002, displayed an elective replacement indicator (eri). There is a concern that the battery has depleted earlier than expected.